Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead was oversensing noise triggering inappropriate mode switches. No changes or intervention was reported. There were no patient consequences.